Event description:
It was reported that during the use of 16 bd nano¿ ultra-fine¿ pen needles the medication would not inject. The following was reported by the consumer: consumer reported finding from this box only 16 pen needles that would not inject the treseba.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that during the use of 16 bd nano¿ ultra-fine¿ pen needles the medication would not inject. The following was reported by the consumer: consumer reported finding from this box only 16 pen needles that would not inject the treseba.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.